Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Caretakers reported the user fell 20 days prior, after which hearing performance with the device was affected. It is observed that the stimulator housing is slightly displaced.

Event description:
The user fell 20 days prior, after which hearing performance with the device was affected. The user was re-implanted.

Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. Furthermore a slightly displacement of the stimulator housing was observed. In addition the active electrode migrated postoperatively out of the cochlea, as confirmed by post-operative diagnostic imaging. The investigation results appear to match the problems mentioned in the recipient report. This is the final report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. An impact is mentioned in the recipient's report. Furthermore a slightly displacement of the stimulator housing was observed. In addition the active electrode migrated postoperatively out of the cochlea, as confirmed by post-operative diagnostic imaging. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. No information about possible further steps has been made available yet.

Event description:
The user fell 20 days prior, after which hearing performance with the device was affected. There was no pain or swelling on the implant site. The user has not reported to the clinic again.